Event description:
A customer reported obtaining negative and equivocal (?) Results with the antibody screening and identification assays on galileo neo 90252 during validation.

Manufacturer narrative:
The image result files were reviewed. Reactions visually appeared as reported by the neo. The customer was asked to clean the wash manifold and repeat testing. The customer is unable to perform additional testing as the sample has been depleted. An immucor field service engineer replaced probe 1 due to build up in the line. The reagent syringe arm and valve were replaced. The wash manifold was cleaned, stylized and flushed. Twelve patient samples were tested and the expected results were obtained. The instrument is operating as expected.